Manufacturer narrative:
(Previously reported) the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. A short simulated therapy was performed and completed successfully. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. This event was originally captured in (cmplnt-001959350) and reported in manufacturer report number: 1416980-2015-03286. This report has been created to provide additional information received. The patient died at home. The cause of death was reported to be due to myocardial infarction. Upon further review of the additional information received, it has been determined that the homechoice pro device is not longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. The patient was not hospitalized prior to death. An autopsy was performed; the report is awaiting toxicology results. It was reported that the pd therapy was ongoing at the time of death. It was unknown if the patient was connected to home choice cycler at the time of death. Additional information was requested but was not available at this time.